Manufacturer narrative:
Investigation summary: bd (B)(4) received a sample and five (5) photos for investigation. The sample and photos were reviewed and the indicated failure mode for embedded foreign matter (fm) in the shield was observed. Additionally, fifteen (15) retention samples from bd inventory, were evaluated by visual examination and the issue of embedded fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced foreign matter on the device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: when opening the shelf carton, the hcp found that the needle cover was dirty and thus stopped using the affected product.